Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a flap procedure and while laser was firing there were two incidents of suction loss with two patient interfaces (pi¿s) involving the same patient. It was reported that patient was uncooperative and kept moving eyes. Patient was taking valium and all attempts to get him to relax were futile. The procedure was not completed. Patient was not offered photorefractive keratectomy procedure since it was under medication (valium). Patient did not require surgical intervention. Patient was seen at 1 week and had stable refractive error with 20/20 correctable vision. Suction was lost due to patient compliance. All patients that followed this patient that day had no issues with intralase suction loss. This report is 2 of 2.